Manufacturer narrative:
Additional information was received indicating that the guidewire was inspected prior to insertion into the patient, and the tip of the guidewire was not manipulated prior to use. The guidewire was introduced into the apex of the left ventricle through a catheter that was already positioned in the ventricle. The guidewire position was visually monitored during the procedure using two projections to ensure guidewire placement and stability. The guidewire was not twisted during the procedure. No adverse patient effects were reported. Updated: b5 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: a device history record (DHR) review was performed on the delivery catheter system (dcs) and there were no correlations / issues identified regarding manufacturing. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. The reported event indicates that advancing the dcs was difficult at the tortuous aortic junction of the descending aorta and transverse aorta. Difficulties advancing the dcs through the access vessel is known to be related to factors such as patient anatomy and physician technique, including guidewire and introducer sheath selection. In this case, it was noted that the aortic junction of the descending aorta and transverse aorta was tortuous. This indicates that the probable cause of the advancement difficulties was patient anatomy. The physician felt that the excessive force required to advance the delivery catheter system (dcs) had caused the guidewire to perforate the left ventricle. Post-procedure computed tomography (CT) revealed a dissection in the descending aorta and aortic arch. Vascular access related complications, such as bleeding and dissection, are a known potential adverse patient effect per the evolut system instructions for use (IFU), and are typically related to patient factors (anatomy, comorbidities, etc.), and/or procedural effects (sheath used, user technique, puncture cut location, etc.). Per the physician, the dissection was likely caused by excessive force used to advance the dcs. There was no information to suggest a device malfunction or a failure to meet manufacturing specifications was related to these events. The post-procedure computed tomography (CT) also revealed a stroke. Stroke is a known potential adverse effect per evolut system ins tructions for use. Ischemic strokes have many etiologies, including embolization of calcific debris, and is highly dependent on patient medical history and procedural factors. No angiographic records were submitted for review. Per the physician, the dissection ¿may have been the genesis of the stroke. It was stated that the guidewire perforation occurred as a result of the excessive force required to advance the dcs. Most likely, the user did not control the forward movement of the guidewire as the dcs was being advanced forward. Per the warnings in the confida guidewire instructions for use (IFU), the guidewire should not be pushed, pulled or rotated against resistance, if resistance is met, the IFU instructs to discontinue movement of the wire and determine the reason for resistance and take appropriate actions. In addition, the IFU cautions that the guidewire position should be monitored for proper placement of the curve and distal tip, and when crossing the aortic arch, the medtronic evolut valve IFU instructs that it is critical that the guidewire is controlled to prevent it from moving forward, so that the distal tip of the guidewire doesn't move forward and cause trauma to the left ventricle (lv). After the dcs was advanced forward to maneuver the valve into position, the guidewire was most likely pushed forward causing the perforation, leading to hypotension and tamponade. The confida brecker guidewire consists of a pre-formed shape of the flexible distal tip which is specifically designed to position the guidewire in the left ventricle and mitigate the variability associated with the distal tip of regular guidewires. It also eliminates the need for physicians to manually bend the guidewire during the transcatheter aortic valve replacement (tavr) procedure, or other diagnostic and interventional catheterization procedures. In terms of tavr procedures, this pre-formed shape of the flexible distal tip is designed to provide stability for a tavr delivery system tracked over the guidewire and to mitigate the risk of lv perforation. In addition, cardiac perforation is a known potential patient adverse effect per the IFU. It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. This event does not indicate device misuse or malfunction. This issue was not the result of a device malfunction, rather a user error. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic received additional information that changed the event description and device relatedness of this previously reported event. The event was attributed to the delivery catheter system (dcs) and guidewire, not the valve. Relevant device(s) are: product ID: d-evprop34us, lot #: 0010310711, ubd: 15-jul-2020, UDI#: (B)(4), product ID: gwbc30, lot #: unknown, ubd: unknown, UDI#: unknown. Product analysis: the dcs and guidewire were discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Additional information was received indicating that a pre-implant balloon aortic valvuloplasty (bav) was performed using a 23mm non- medtronic balloon. It was reported that the guidewire perforated the left ventricle during the procedure. The physician felt that the excessive force required to advance the delivery catheter system (dcs) had caused the guidewire to perforate the left ventricle. Following the left ventricle perforation, tamponade occurred, and pericardiocentesis was performed. The valve was reported to have been deployed to a good position and was functioning well. No post-implant bav was performed. Post-procedure computed tomography (CT) revealed a dissection in the descending aorta and aortic arch. Per the physician, the dissection was likely caused by excessive force used to advance the dcs. No treatment was provided for the dissection. Per the physician, the dissection ¿may have been the genesis of the stroke.¿ the patient never regained consciousness, was transferred to end of life care, and subsequently died one day following the valve implant. The cause of death was the stroke. Updated: b2, b5, h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: envpro-16, lot #: unknown, ubd: unknown, UDI#: unknown. Product analysis: the valve remains implanted and the dcs was not received; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, in a patient with aortic stenosis and tortuosity, a snare was placed due to a sixty degree aortic root angle. Advancing the delivery catheter system (dcs) was difficult at the tortuous aortic junction of the descending aorta and transverse aorta. The tortuosity decreased the ability to push the dcs around the aortic arch. Following the valve implant procedure, the patient became hypotensive and nonresponsive to medications or blood transfusion. A computed tomography (CT) was performed which revealed a stroke, left ventricle perforation, and type b aortic dissection. No treatment was reported. No additional adverse patient effects were reported.